Manufacturer narrative:
D4:a partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. Lot history record (lhr) review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to insert/advance the guide wire, include, but not limited to patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effect of pain is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a diagnostic left heart catheterization procedure with a 6f sheath. Reportedly, the device was unable to advance over a 0.035 inch guide wire. Manual compression was held for 30 minutes to achieve hemostasis. The patient reported pain due to the manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.